Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic driveline damage was confirmed through analysis of the submitted photographs. Although a specific cause for the reported damage could not be conclusively determined, there were no electrical issues identified in association with the damage. Additional information stated that the device operated as expected no product would be returned. The submitted log file contained no atypical alarms and appeared to show the pump operating as intended. The customer submitted 1 photograph for analysis. The photographed showed a taped area of the driveline proximal to the controller connector. The area underneath the tape was not visible in the photograph, and the nature of the damage could not be determined. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricle assist system (lvas) instructions for use (IFU), document rev. A, and the heartmate ii patient handbook document rev. A are currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary, use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The patient handbook contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. The patient had two areas of wear and tear on their driveline. Review of the event log file captured routine events, the ventricular assist device (vad) and peripheral equipment were functioning as intended. No evidence of any driveline issues in log file despite the damage shown in the photo. Additional information stated that the device operated as expected no product would be returned.